Manufacturer narrative:
The lens involved in the incident was not returned. Lenses manufactured from the same lot were returned for evaluation. Received 11 sealed blisters from complainant. One lens was inspected for physical parameters and found to be within tolerance for all parameters measured and no defects were found on visual inspection. The ph of saline in blister packages was tested and determined to be within the spec limit. Saline records, manufacturing records, and sterility records indicate the product was within all manufacturing specifications upon release from the manufacturer. Based on the medical report, review of the DHR, sterility records and evaluation of the lenses of the involved lot, it is not possible to determine causal factors or make a conclusion. This report is the only complaint from the lot. No risk to public health, no remedial action taken by the manufacturing site. Lens not confirmed to be cause of event. Incident or corneal ulcer is a known adverse event and is described in the labeling for the product.

Event description:
Patient had tried several trial lenses before being dispensed proclear lenses in 2007. The patient presented to the emergency room approx one and a half months later, with a central corneal ulcer of the right eye. Wearing schedule and lens care regimen unknown. General health of the patient unknown. Treatment for the incident has not been reported. The patient was seen on a follow up visit at an opthalmic office affiliated with the hospital on eleven days later. The patient has decided to permanently discontinue lens wear.